Event description:
The patient received an scs system, including a surgical lead, on (B)(6) 2010. The lead was placed occipitally (off-label). The patient reported a gradual loss of stimulation since the lead was implanted. A diagnostic lead test showed low impedances on all contacts. Attempts to reprogram the device were unsuccessful as the patient could not feel any stimulation through the lead even at maximum amplitude. The patient underwent an x-ray and CT of the scs system; however, neither revealed any abnormalities. The physician will revise the lead. It is unknown at this time if the lead will be explanted and/or returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.